Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer referred to backup plan and eventually blood glucose decreased. The customer thinks the cause of her issues was air bubbles in the tubing. The customer was offered to transfer to helpline but she declined.